Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to obtain baseline ECG) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG falloff test. Upon investigation, there was an open connection at j7 in ECG d. The connector from j7 to the ECG dome was broken. The root cause for the broken connection was unable to be positively identified. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to obtain a baseline ECG.